Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing worsening pain in the lower back and it did interfere on her activities of daily living. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial: (B)(4). Description: infinion 1x16 perc lead kit-50 cm model: sc-3400-30 serial: (B)(4)description: infinion splitter 2x8 kit (30 cm) model: sc-4316 lot: 17794689 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening pain in the lower back and it did interfere on her activities of daily living. The patient will undergo an explant procedure.